Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer informed us that she was on injections for couple of days. The customer tried to insert several (B)(6) batteries and finally came on the display. The customer was asked if she would like to speak to helpline and she declined. The customer said that she did not want to call in because the settings were already in the insulin pump.